Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 200 ohms. Boston scientific technical services (ts) recommended bringing the patient into the clinic for further evaluation including isometrics. This product remains in service no adverse patient effects were reported.

Event description:
Additional information was received that the crt-d was returned and analyzed. Analysis results suggest the out-of-range shock impedance measurements were due to a fractured df-1+ header wire on the device. Thus the issue does not appear to be related to this rv lead. The rv lead is out-of-service. No additional adverse patient effects were reported.

Event description:
Additional information was received that noise and oversensing were also noted on the rv lead. A lead revision / extraction procedure was scheduled. This crt-d and rv lead were explanted. No additional adverse patient effects were reported.